Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer enhanced due to pyxibus module controller. The field service engineer was able to resolve the issue by replacing faulty drawer 4 due to multiple failures with no resolution. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that the drawer 4.1 and 4.2 continues to fail after technician attempts to fix failed drawer and reboot. There was a delay in patient care. There were no adverse events or injuries reported based on this event.